Manufacturer narrative:
It is possible that specimen leakage or clogging of the aspiration system can occur with excessive piercing of sample tubes, which causes significant coring of the stopper. A field service engineer (fse) was dispatched and cleaned the bellows assembly and the drain lines. Root cause is unknown at this time. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting blood on the tube stopper, the stripper plate, and the needle assembly area of the coulter lh 750 analyzer. There was no blood exposure to mucous membranes (nose, eyes, and mouth) or open lesions. No one sought medical attention and patient treatment was not affected in this event.